Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter sheared. The following information was provided by the initial reporter: it was reported that the sheath of the IV was half sheared and the needle was through the sheath.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 25 september, 2021. Medwatch report # mw5096543. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter sheared. The following information was provided by the initial reporter: it was reported that the sheath of the IV was half sheared and the needle was through the sheath.